Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. However, the returned device indicated a missing set screw. (B)(4).

Event description:
It was reported that this physician attempted to implant this device but he was unable to engage the setscrew to tighten it to the lead. The physician made multiple failed attempts to perform this and then he implanted a new device. No patient complications have been reported as a result of this event.